Event description:
It was reported that seven years and ten days post catheter placement procedure, the damage was allegedly noted in the hub. It was further reported that there was a leak of fluid. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, single-lumen, 9.6f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, single-lumen, 9.6f products are identified in d2 and g4. D4 (expiry date: 12/2018). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the hickman cv catheter, single-lumen, 9.6f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, single-lumen, 9.6f products are identified. (Expiry date: 12/2018).

Event description:
It was reported that sometime post catheter placement procedure, the damage was allegedly noted in the hub. It was further reported that there was a leak of fluid. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman s/l catheter was returned for evaluation and one electronic photo was provided for review. Gross visual, microscopic visual, tactile and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture issue as a partial longitudinal split was noted on the clamping sleeve distal to the catheter hub. Further during functional evaluation, the catheter was patent to infusion and aspiration without leak through the partial circumferential split. However, the investigation is inconclusive for the reported fluid leak issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2018), g3, h2 h11: h6 (method, result) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that seven years and ten days post catheter placement procedure, the damage was allegedly noted in the hub. It was further reported that there was a leak of fluid. There was no reported patient injury.